Manufacturer narrative:
The reported events of contamination of device ingredient or reagent was not confirmed. The device was in backup mode upon receipt which occurred post-explant consistent with exposure to cold temperature. Visual inspection of the header found the ventricular setscrew stripped off by end-user due to inserting the wrench tool an angle to the setscrew stripping the setscrew inset, additionally, no contamination or foreign material found that could contribute to the reported event. Electrical analysis performed after replacing damaged setscrew indicated normal functionality. Results of sensitivity analysis performed at most sensitivity level was within normal range. Longevity analysis was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Related manufacturer report number: 2017865-2023-50404, 2017865-2023-50405, 2017865-2023-50406. During a device replacement procedure for normal elective replacement indicator (eri), the right atrial (ra) and right ventricular (rv) leads were capped and replaced. The ra lead was replaced due to noise observed and the rv lead was replaced due to probe protrusion. Additionally, it was observed that blood had leaked into the device header of the old device and that blood was observed in the new device header. The new device was explanted and replaced during the procedure to resolve the event. The patient was stable following the replacement of the leads and device.